Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during drain 1. The caregiver (cg) stated there was air in the patient line. The technical service representative (tsr) assisted the cg with ending therapy and advised cg to call the nurse in the morning. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).